Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were numerous stent struts that were stretched, bent and overlapping throughout the length of the stent. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found the shaft was separated 25mm proximal to the bicomponent bond. The separated ends appeared to be cleanly cut. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 03-may-2016. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery (rca). After pre-dilatation with 1.0mm non-bsc balloon catheter, a 38 x 3.50 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion even after several attempts. The device was removed and the procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage and shaft polymer extrusion detachment/separation.